Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was discovered that the right atrial lead exhibited high capture threshold and sensing issue. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.